Event description:
During patient treatment for fever management, the thermogard console (sn (B)(4)displayed mid:09 (air trap assembly) error message. The user checked the bottom of the console, and it was observed dry. The error could not be cleared after the console restart. The user placed another console to continue the therapy. No consequences or impact to the patient.

Manufacturer narrative:
The thermogard console was evaluated by zoll service technician at the customer site. The reported complaint of the thermogard ivtm system (sn (B)(4) displayed "mid:09" (air trap assembly) error message was confirmed based on the event log review but was not confirmed during functional testing. No device malfunction was found, and the thermogard console functioned as intended. No physical damage was observed on the thermogard console during visual inspection. An event log data review was performed and revealed a mid:09 (air trap assembly) error message around the customer's reported date, thus confirming the reported complaint. The thermogard console passed the initial functional testing without any fault or error. The air trap sensors were inspected, and no issues were found. Most likely, the mid:09 error was caused by condensation or liquid blocking one of the air trap's sensors, and by the time the console was inspected by the zoll service technician, the liquid in the air trap sensor tunnels had dried, and therefore, the reported issue was not reproduced. Following service, the thermogard console passed the final functional test and electrical safety test without any error.